Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure for a petersen¿s hernia, in the beginning of the closure, the suture thread broke and could not be used. The suture was not treated or hydrated prior to use and a continuous suturing technique was employed by the surgeon. They took a new suture to complete the case. There was no patient injury.